Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The probe had cracks and scratches at 15.5 mm from the distal end. The manufacturing history was reviewed, with no irregularities noted. This type of the coating damage and the error is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. It is inferred that the reported error was probe damage error, not seal & cut short circuit error. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard. The error occurred due to the cracks. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a procedure of upper digestive tract, the subject device was used. It was reported that seal & cut short circuit error occurred frequently in the ten minutes of the procedure. The procedure was completed with a different device. There was no patient injury reported. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed tha the coating of grasping section was partially missing. It was not reported that the fragment of the coating fell into the patient.